Event description:
It was reported that during a routine follow up visit, unstable and increased lead impedance was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the proximal conductor was fractured, the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed) , there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation was torn, the outer tubing overlay was breached cut and the outer insulation had a cosmetic depression. Performance data was collected from the device and was analyzed. Impedance -resistance/impedance increase week pace lead impedance trend data shows an increase for max ventricular pace bi impedance = 665 to 2052 ohms peak between (B)(6) 2012 and (B)(6) 2012. Sensing - oversensing 1 - lfp high rate-ns = 162 ms average v-cycle on (B)(6) 2012 at 02:00:19. One - vf=210 ms average v-cycle on (B)(6) 2011 17:00:09.